Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard flat mesh (device 2) may have caused or contributed to the events as alleged. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: the date of implant is estimated base on the information provided, as an exact date was not given. Should additional information be provided, a supplemental emdr will be submitted. This file represents the bard flat mesh (device 2). An additional emdr was submitted to represent the other bard flat mesh. Device evaluated by MFR: remains implanted.

Event description:
It was reported that in 2009 the patient was implanted with two bard flat mesh (devices 1 and 2). As reported the patient has experienced vomiting, weight loss, hives, rash, nausea and fluid and swelling in the area of the implants. As reported the patient was taking nausea and allergy medications, which are no longer helping. As reported the patient is scheduled to see his doctor regarding these symptoms. Reporter did not provide contact information to allow for follow up.